Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was used successfully on the laparoscopic portion of the case. The surgeon then tried using it for the vaginal portion. The blade broke (I-beam portion separated from blade) while trying to go through very thick tissue. A new device was opened to control bleeding. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and slightly lifted and the cable cut off. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. Due to the returned condition, functional testing could not be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.